Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Two of item 01-9181 contra drill 1.5x15.5mm stp were returned. Visual evaluation of the drills shows that the bits fractured in the fluted section of the drill bits. No other anomalies could be identified. Device history records was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00355. D11: item# 01-9181; lot# m054140, m101640, m049140, m659010, or m896130.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the drill fractured near the neck of the drill tip while drilling the mandible. The procedure was completed with an alternate drill bit. No adverse events have been reported as a result of the malfunction.